Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the issue was the reagent probe a collar wash valve. The fse replaced the collar wash valve to correct the problem. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 600 pro synchron system leaked from reagent probe a and the instrument generated "cartridge chemistry cuvette not dry at first reagent inject" errors. The operator wore personal protective equipment consisting of gloves and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.